Event description:
A talent thoracic stent graft was inserted in a pt for the endovascular treatment of 2 thoracic aortic aneurysms, which were previously treated by other MFR's devices in 2006. The proximal and distal thoracic aneurysms were 6 cm and 5.5 cm in diameters, respectively. The aortic neck was 33 mm in diameter, 3 cm long, and tortuous but without calcium or thrombus. There was a 60 degree bend in each iliac artery and a curve at the celiac vessel tree. It was reported that there was some difficulty during the deployment of the talent stent graft, possible due to the device not being turned properly during its advancement to account for the various anatomical curves (iliac arteries, celiac tree, and aortic arch) and the presence of previously- implanted competitor's stent grafts. Eventually, successful deployment of the talent stent graft was obtained. However, while the delivery system was being removed from the pt, the right iliac artery ruptured, and 5 or 6 severe kinks were observed on the sheath of the delivery system. It was not known whether the kink was caused by the tortuous iliac anatomy or due to the user's technique when deploying the stent graft. The physicians elected to implant another MFR's stent in the iliac artery and sewed a surgical graft into the bottom of the stent in order to successfully resolve the vessel rupture. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Intervention required) evaluation: results: arterial trauma/dissection/perforation; tortuosity of iliac arteries, aortic neck, and celiac vessel tree. Conclusion: tortuosity of iliac arteries, aortic beck, and celiac vessel tree; previously-implanted devices may have contributed to event.